Event description:
Healthcare professional reported "swelling, firmness and exchange". Healthcare professional reported "capsulectomy and fibrosis, seroma and chronic inflammation". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "swelling, firmness and exchange". This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema. A review of the device history record has been completed. No deviations or non-conformances noted.